Event description:
It was reported that the balloon was found to be ruptured during preparation. There was no patient involvement.

Event description:
It was reported that the balloon was found to be ruptured during preparation. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. Balloon burst can be affected by numerous factors including handling and preparation/use of the device. As the current manufacturing controls include inspection of all devices at numerous points within the manufacturing process, it is considered unlikely that the damage occurred prior to shipment. Though the exact cause of the damage was not determined, the most probable root cause is considered handling damage. The damage was most likely caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation/shipping.